Event description:
It was reported that patient experienced inadequate stimulation due to possible impedances or corrosion. The patient underwent a leads replacement procedure and was doing well postoperatively. The explanted leads were discarded by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: cs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7070946. Product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 21364504/ 21364504.